Event description:
The rotator broke during power injection. No harm or injury reported. The customer reported five (5) defective devices but did not provide any further info or clinical details for the other devices. Therefore, this single MDR report will be filed.

Manufacturer narrative:
Device eval: the suspect device has not been received for eval. Eval, conclusions: a follow-up report will be submitted when the device eval has been completed.